Event description:
It was reported that this pt has been explanted from her vibrant soundbridge. No further info is available at this time.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.